Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01105. This report is being submitted as additional information. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 2 years and 8 months . Device analysis: the evaluation of the returned portion of the percutaneous lead (driveline) confirmed wire damage that could have contributed to the low speed operation and pump stoppage events that were captured in the submitted system controller log file. The pump remains in use supporting the patient. The approximately 17 inches of the replaced driveline was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires revealed kinking of the green wire approximately 2.5 inches from the system controller connector. A breach in the green wire was observed in the kinked area. The conductors of the green wire were exposed, which appeared to be the result of repetitive flexing of the driveline in this area. There was no evidence of mechanical damage, such as crushing or pinching. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. No additional areas of current leakage were identified. If the exposed conductors of the compromised green wire made contact with the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting electrical short to ground would have caused the low speed events and pump stoppages recorded in the log file. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported pump stoppages were found and the patient reported an unknown alarm on their system controller. The manufacturer¿s technical services representative reviewed the submitted log file and reported that the data showed 2 pump stops and 1 low speed operation which drop below the patients low speed limit of 8600 rpm. X-rays submitted on the distal end percutaneous lead (driveline) were unremarkable. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed approximately 3 inches from exit site. After the replacement, no additional alarms were observed when the patient was placed back on a grounded patient cable. No additional information was provided.